Manufacturer narrative:
The product has been received. It is under investigation; a follow up report will be submitted.

Event description:
A customer reported receiving high readings on their freestyle flash blood glucose meter. The customer obtained a reading of 326 mg/dl compared to a laboratory result of 120 mg/dl. The readings were taken within a ten minute timeframe. When plotted on a parkes error grid the results fall in the "c" zone showing the difference to be clinically significant. The customer's meter and test strips have been requested and received for investigation. There was no report of death, serious injury or mistreatment.